Event description:
It was reported that the stylus pen would not calibrate. Two replacement pens were tried and calibration instructions followed but the situation was not resolved. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 2067 radiofrequency programmer head. (B)(4).